Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 281 mg/dl. The customer stated that she had difficulty with air bubbles. The customer stated that it was a recurring problem. The customer stated that every time she changes the site, she receive air bubbles. The customer kept the insulin at room temperature. The customer stated that the champagne size bubbles are clustered. The customer declined to troubleshoot for leaks. The customer declined to troubleshoot for high readings.